Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, resulting in an inappropriate shock to the patient. There was no harm to the patient and no pacing inhibition noted. Troubleshooting and programming options were discussed with the health care professional. This rv lead remained in service and was eventually abandoned and replaced due to the mentioned issues. No integrity damages were noticed with this rv lead. No additional adverse patient effects were reported.